Manufacturer narrative:
Physio-control evaluated the customer's device and was able to duplicate the reported issue. After replacing the battery and electrodes, the device was returned to a ready state. The device was returned to the customer for use. The battery and electrodes were accidentally discarded. A root cause could not be determined.

Event description:
A customer contacted physio-control to report that their device stopped providing audio voice prompts during self test. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient which could delay therapy. There was no patient use associated with the reported event.